Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2018 to treat her rheumatoid arthritis. Six weeks after her implant surgery, she developed swelling within her right cheek and drainage from her right inferior incision. She was placed on antibiotics, which temporarily resolved the infection. Several weeks later though the patient's swelling and drainage reoccurred. On (B)(6) 2019, the surgeon performed an incision and draining (I&d) and noted that the patient had developed a fistula in the right submandibular area that he removed. The patient initially did well following the I&d procedure, but three months later presented back to her surgeon because she had developed a bubble over her right incision. On (B)(6) 2019, the surgeon removed the patient's right tmj devices.

Event description:
The patient's right tmj devices were removed due to infection.